Event description:
Matrix locking caps backed off of 3 screws on pt's left side at l1-l3 following a scoliosis deformity correction surgery on (B)(6) 2011. The rod became dislodged from the screw heads. One locking cap was floating and the other 2 locking caps were partially attached to the screw and rod interface. Pt underwent revision surgery on (B)(6) 2012 where the same was re-used, the 2 screws were removed and replaced by larger diameter screws and 5 locking caps were removed and replaced. No additional hardware was used. This is the 6th of 7 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.